Event description:
The patient reportedly experienced blood glucose (bg) as high as 564 mg/dl. The patient reportedly treated the bg with an injection. The patient alleged that the pump was not working correctly and that was the cause for the elevated blood glucose. Customer support reviewed the pump with the patient and concluded that there was no evidence of a pump defect related to the event. The set was unable to be reviewed however, the patient reported that the site was not tender and there was no evidence of leaking or scarring. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Customer support troubleshooting indicated that there was no evidence of a pump defect associated with the event. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)